Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead helix was difficult to extend and had high pacing impedance measurements. Retraction of the helix was then attempted but was unsuccessful. The rv lead was removed and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
The reported events were helix mechanism issue and high pacing impedance. Final analysis found that as received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to retract and extend. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the helix clogged with blood/tissue. The reported event of high pacing impedance was not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.